Event description:
Customer reported that the insulin pump is not getting insulin to the infusion set. Customer stated that she reached the maximum fill on the pump during the priming process. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.